Manufacturer narrative:
Manufacturing site evaluation: failure description. Except the soiling, the instrument exhibits no outwardly damages or defects. Investigation. Used test- and analysis- equipment: · aesculap rf- generator "gn 200", snr. 1510; · digital microscope "keyence vhx-5000" inv. Nr. 2000024840; · digital-camera "panasonic dmc tz8". At first we made a visual inspection of the instrument, especially the jaw. Except the blood and tissue soiling we found no defects. In the next step we tested the mechanical functions of the instrument. Both the clamping as well as the cutting / blade mechanism worked well. After the cleaning of the jaw we made a microscopic investigation of the blade guide in the lower and the upper jaw. Here we found no dents or wear marks which could be a hint for a jamming problem. Also the blade slot in the hinge exhibit no damages or wear. In the last step we investigated the cutting edge of the blade and performed a cutting test. Neither the cutting edge nor the test result exhibit any anomalies. Batch history review. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause. The root cause is most probably usage related. Rationale. Without further knowledge about the circumstances we suspect, that the surgeon applied a too high force into longitudinal axis during / after clamping. This could lead to an offset between the upper and the lower jaw / blade guide slot. That is the most probable root cause for the described problem. A material failure or a manufacturing error can be excluded. Corrective action. According to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Upon visual inspection of the returned device, no defects were noted. Testing of the mechanical functions of the instrument found the device to operate as designed. No anomalies were noted. The manufacturing documents were checked and the device was found to be according to specification valid during the time of production. There are no further complaints with this lot at hand.

Event description:
It was reported that there was an issue with caiman maryland instrument. Following information was reported: the instrument got stuck after activation and dissection on arteria- uterine. The knife got stuck several times. Knife would not advance after cautery, and the full jaw was not on tissue. Resultant bleeding when instrument had to be removed by force. There was larger blood loss than usual noted, approximately 100 ml total. The bleeding was stopped using caiman bipolar function, bipolar instrument and a powder hemostatic as an extra precautionary measure. An additional medical intervention was necessary. This event/malfunction prolonged the surgery for 10 minutes. All available information has been provided. The adverse event/malfunction is filed under (B)(4).